Manufacturer narrative:
Concomitant medical products: product ID: 3708695, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2020, product type: extension. Product ID: 3387s-40, lot#: va0cuws, implanted: (B)(6) 2014, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 3708695, serial/lot #: (B)(4), ubd: 24-mar-2021, UDI#: (B)(4). Product ID: 3387s-40, serial/lot #: va0cuws, ubd: 07-aug-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had an open circuit. Despite optimizing programming, the patient was not receiving adequate benefit due to high impedances on all electrode configurations. The impedance issue was on the left lead with impedance values of 2,414 ,2,887,2,397, and 2,797 on monopolar review. An xray showed a break just above the lead/extension connector. The physician removes all but 2 cms of the left brain lead and all of the extension. He will reimplant a lead and extension at a later date.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) reporting they saw changes in the wire on the left side contact one on (B)(6) 2019. The (B)(6) 2020 office visit note stated the patient complained of whole body spasms that reminded the patient's mom of some movements she had before deep brain stimulation (dbs). The patient felt that some of her symptoms are worse believed to be correlated with the one side that has a higher impedance electrode. The patient was reprogrammed to avoid the contact. The patient had a bad sprain/fractured their left ankle on (B)(6) 2020, which required a boot walker. She has recurrence of left ankle cavovarus, which the physician is treating with botox injections. The (B)(6) 2020 office visit indicated the left gpi autoimpedances were normal except contact 1 being 3160 at 3v, which was a new change. It was noted that the patient's speech was affected. She also had difficulty standing straight and walking/balance problems the past few months. The patient slipped out of a pool in june/july and fell on their back. The patient has worsening of dystonia on her right side and trunk (back will curve backwards) that is exacerbated by sudden movements, gait, and walking stairs. The patient's settings were changed to interleaving stimulation of the left gpi today (involving contact 1). The (B)(6) 2020 office visit noted that the interleaving initially worked but then felt their dystonia return on saturday. She had some myoclonic jerks in her leg that she often has when her dystonia is bad and by the evening, she had difficulty sitting at the table. The patient decreased back to 7.5v but things have worsened. The spasms are also occurring during sleep resulting in pain and not able to sleep. There has been extension of the impedance abnormality in her left gpi system to now involve all 4 contacts, limiting the physician from getting any therapeutic benefit and the patient is starting to have severe dystonia on her right side. The (B)(6) 2020 office visit noted the patient had removal of the left dbs electrode due to malfunction. The extension wire was also removed. She reported worse dystonia with the dbs not fully intact. Dbs reimplantation was aborted and the patient was rescheduled for (B)(6) 2020. Past surgical history included: release of lower leg tendon and neurostimulator. The right dbs electrode remained connected to a right abdominal ins. Impedances were within normal limits. The (B)(6) 2021 office visit noted they programmed the left gpi dbs today and the patient did well with the monopolar review and initial programming of the left gpi lead. They plan to get a CT head for lead localization for the left gpi. At the end of the programming, she was standing with less arching of her back, but still present. They turned off the left gpi for a minute and her back was more arched. She had her right foot flat on the ground but her left foot was not fully flat. The (B)(6) 2021 and (B)(6) 2021 office visits noted the patient has not seen a lot of benefit. Impedances were normal. The physician has been working on re-optimizing her programming now that her broken lead has been replaced and accommodating for the new lead position which has been optimized for better gpi coverage given that the lower 2 contacts were also used effectively on the previous lead when it was fully functional. They do not know if the lead migrated upwards when it broke as she also had some falls. Refer to manufacturer report 3004209178-2021-01538 for related device.